Event description:
Device complication: none time of complication: during hospilization symptoms: difficulty speaking initially this incident reported that on 11/18/2005, the patient experience dysarthria, which resolved within 24 hours. Guidant's medical advisor's, however, evaluated the patient outcome and determined that this event was a stroke. No additional information was available.